Event description:
After deploying the stent, the physician noticed the hub was cracked. There was no reported pt injury. The product was clinically used and will be returned. This product is available for testing and evaluation, but the engineering report has not been completed. Add'l info received will be submitted within 30 days upon receipt.